Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant cover screw would not seat properly onto the implant. This implant was removed and it was replaced with the same size implant.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67. One (1) 3i t3® non-platform switched tapered implant 4 x 10mm (bost410) was returned for investigation. Visual evaluation of the as returned product identified no apparent malfunction with the returned implant and cover screw. Some signs of use. Functional testing to recreate the reported event revealed, no apparent malfunction with returned implant and cover screw. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number (2021020287). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021020287) for similar events (complaint category keywords: does not seat) and no other complaint was identified. A definitive root cause could not be identified. However, the potential causes are not applicable to this investigation since device malfunction did not occur and the reported event has been unconfirmed following functional testing. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.